Event description:
Customer called lfs in 2002 alleging that their one touch basic enhanced meter was giving inaccurate low readings. Customer had noticed low readings for 2 days. Customer had continued taking their set dose of oral medications and "ate and drank stuff to bring the sugar up." On the 2nd day, they had symptoms of frequent urination and blurred vision. That morning, bg results were 53 mg/dl and 50 mg/dl. In the afternoon, customer tested with a result of 35 mg/dl. That evening, customer got a reading of 24 mg/dl. Customer rushed to the emergency room at that point. At the ER, customer was tested with a bg of 480+ (unknown if on ER meter or lab). Customer was then admitted to the hospital for 3 days with IV insulin treatment. Customer went to see their doctor after they came home from the hospital. Their doctor increased the dosage of oral medication and "also added another pill." Their doctor also advised them to call lfs about the meter. Replaced the meter. Per the documentation, customer never did qc testing and was also cleaning the meter incorrectly.